Event description:
It was reported that the patient presented in the ER after receiving a shock. Upon interrogation, alerts were received for low hvli and possible output circuit damage on the ICD. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.